Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump display went blank. Troubleshooting was performed and it was found that display did not return and the pump was dipped in the water. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using [thump] due to blank display. Pump was cut open to perform visual inspection and moisture damage on the [pcba 1 j6 & j7 / pcba 2 / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, stained keypad overlay, broken belt clip rails, label damage (peeling/faded/stained), corroded battery tube, cracked case, and cracked battery tube threads. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1 j6 & j7 / pcba 2 / harness assembly vibrator and corroded battery tube. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.